Event description:
It was reported that the left ventricular (lv) lead had high thresholds and was causing diaphragmatic stimulation. It was noted that the patient had been experiencing intermittent diaphragmatic stimulation since implant. The lead was capped and replaced. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).